Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy, the anchor broke before to be fixed. The anchor tip was inside the shoulder. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
The reported multifix s-ultra device, intended for use in treatment, was not returned for evaluation. Per information provided, the device is not available for return. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the anchor broke before it could be fixed. An exact root cause cannot be determined with confidence as product was not returned; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. Or (2) improper alignment between the device and bone hole. Excessive force applied to the device and improper alignment of the device and bone hole can result in device failure or damage to the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.